Event description:
It was reported that this right ventricular (rv) lead exhibited that high out of range pacing impedance. It was noted that there were noisy signals on a ventricular episode that were oversensed. Ts reviewed the reports and provided troubleshooting actions and reprogramming options. The lead remains in use. No adverse patient effects were reported.